Event description:
The pt's wife contacted lifescan because she had obtained er1 on his surestep and was inquiring if the meter needed to be replaced. She stated that on 8/7 at 7/a, the surestep meter read er1. Because she had heard about the surestep replacement program, she contacted lifescan and was asked to check the confirmation dot on the test strip. She reported that the color was "almost black." She was advised to contact the pt's physician. However, she was unable to reach him. Although the pt was unable to obtain a reading, he continued to take his normal dose of insulin. No health care professional treatment was provided.